Manufacturer narrative:
H3: device analysis found that the complaint was verified. The device was not muting properly, eic pcba mute probe jack was broken. H6: initially submitted codes fdm b21, fdr c21, fdc d16 and img g02030 are no longer applicable. Continuation of d10: section d information references the main component of the system. H3: patient interface analysis found that the complaint could not be verified, however outer shroud was missing. H6: initially submitted codes fdm b21, fdr c21, fdc d16 and img g02005 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the patient interface was working fine when it was tested with another nim console, troubleshooting was performed by trying new muting cable and patient leads and the procedure was completed with the reported device. The muting issue was the reason this device was sent in and after testing the muting cable on another device worked successfully, the issue was with jack. Putting cable and patient leads worked when switched to a different nim console.

Manufacturer narrative:
H6: initially submitted code fdc d1102 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), additional code of img g02005 is applicable to product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in surgery, the system was not muting properly. Despite having the muting clamp properly set up, the system was still erroneously giving signal. There was no patient impact.